Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to resolve the issue. The module was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 25, 2010. Based on qa assessment, the product met specifications at the time of release. The core was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system and booted up successfully. The reported ¿low aiming beam¿ could not be replicated. As both aiming beams were noted as ¿too high¿ above the specification. As such, both beams were re-calibrated to meet specification. The received samples were confirmed to have been non-conforming. However, how or why the beams became un-calibrated cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser was firing intermittently. Additional information has been requested.